Manufacturer narrative:
Upon receipt of additional information it has been determined that this device did not cause or contribute to the reported event.

Manufacturer narrative:
(B)(4). Concomitant medical products: 14-103656, univ 2-hole shl 56mm lnr sz 24, 152740, ep-105994, epoly 36mm rlc lnr mrom sz24 ze 24, 172450, 51-108050, tprlc 133 mp t1 pps so 5x95mm, 3429097, unknown, unknown screw, unknown. Report source, foreign - the event occurred in (B)(6). Reported event was unable to be confirmed due to limited information received from the customer. The product was not returned for the investigation, therefore a visual and dimensional evaluations could not be performed. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the report event was not reported. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. This report is being submitted late as it has been identified in remediation. Product location unknown.

Event description:
It was reported that the patient underwent a total hip arthroplasty for the right hip. During the surgery, it was reported that there was blood loss of 1892 cc. Attempts have been made and additional information on the reported event is unavailable.